Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease flat, fluids. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side exchange from textured to smooth. Healthcare professional additionally reported left side capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d6a.

Event description:
Healthcare professional reported left side exchange from textured to smooth. Healthcare professional additionally reported left side capsular contracture baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side exchange from textured to smooth. Healthcare professional additionally reported left side capsular contracture baker grade IV. The device has been explanted and replaced.